Manufacturer narrative:
An event regarding infection involving a duracon universal b/p non-beaded was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as no medical records were returned. Device history review indicated all devices accepted into final stock met specifications. Complaint history review there have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. No further investigation for this event is possible at this time.

Event description:
Patient had loose tibial component. Doctor revised it. Duracon used. Update as per sales rep: "turns out the knee was infected. We removed all components and did a one stage revision with triathlon ts."

Manufacturer narrative:
The following other devices were also listed in this report: ps lipped tibia insert sm 11; cat# 6742-1-111; lot# 59503. Duracon mono stabilizer femur; cat# 6632-0-825; lot# mkmy. Duracon symmet duration 27x8mm; cat# 6642-2-600; lot# 93034. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient had loose tibial component. Doctor revised it. Duracon used. Update as per sales rep: "turns out the knee was infected. We removed all components and did a one stage revision with triathlon ts."